Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports freedom pump (serial number and expiration date not provided) is not infusing medication properly. He believes the spring is broken. Unknown if pt missed a dose or had an interruption to therapy. No adverse event(s) reported due to product issue. Pharmacy replacing device. Return material sent for device associated with event. Device available for investigation pending return by pt. No further info.